Event description:
Dr placed the implant in very weak bone, which was not able to stabilize implant, and he predicted the implant would not integrate. He immediately removed implant and replaced it with an implant of wider diameter.